Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Nurse reported that before cataract surgery with intraocular lens implantation, the haptics of the iol were folded in an unusual way inside injector so surgeon did not implant iol, surgeon opened the back up iol and the same fault happened with back up iol when it was opened. Surgeon completed using third lens. Additional information stated that both the lenses had experienced errors during priming - one the leading haptic was twisted and the second the trailing haptic was straight .it was stated that surgeon doesn't know which of the serials experienced the problem with the leading haptic vs the problem with the trailing haptic.